Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with frozen display, problem isolated to the electronic assembly. Unable to perform the displacement test and self test due to frozen display. Pump received with broken off end cap and cracked case behind the pump at the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had a crack along the rear compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.